Event description:
It was reported that the patient's blood glucose level reached 299 mg/dl while wearing the pod for an unknown duration until the pod expired. Investigation of the pod found a tear in the cannula. The device was originally reported for a pod fluid/insulin leaking during wear.

Manufacturer narrative:
The pod was received fully deployed. During the leak test, a leak was observed coming from a tear in the unexposed portion of the soft cannula. The tear in the soft cannula was measured to be 0.454 inches from the nail head. No corrosion was observed on the device. Due to the internal leak, the external portion of the soft cannula could not be properly tested. Due to this, the internal leak cannot be confirmed as the cause of the reported leaking during wear. Upon inspection of the device, cracks were observed in the top housing. The timing and cause of these cracks cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.